Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for overactive bladder and urina ry/bowel dysfunction. It was reported that they had the implant done on the 30th of last month to try to settle down their overactive bladder because they were getting up at night 16 times to go to the bathroom. The patient stated the stimulator for a while was re ducing their symptoms but now their symptoms were back up to where the baseline was before they started the implant a couple of days ago. Agent asked patient if they had any falls or hard moves that could have affected the implant and patient stated no. The patient mentioned they were not doing any prescription drugs and they were trying to take care of themself. The patient confirmed that they still feel the stimulation once in a while but not all the time. The patient was redirected to their healthcare provider to further address the issue.